Manufacturer narrative:
Investigation summary: material #: 366594. Lot/batch #: d7e89j7. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing, each used to puncture a test pad, and no issues were observed relating to blade breaks off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blade breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd microtainer® contact-activated lancet, the lancet broke while puncturing the finger. This resulted in metal and plastic fragments being left in the finger. Patient went to a health center to have the metal and plastic fragments removed.

Event description:
It was reported while using a bd microtainer® contact-activated lancet, the lancet broke while puncturing the finger. This resulted in metal and plastic fragments being left in the finger. Patient went to a health center to have the metal and plastic fragments removed.

Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.